Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 35 mmol/l with no symptoms. The patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the expected diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that there were bolus deliveries that were not recorded in the pump history. There was no known cause for these missing deliveries. The other basal recordings matched the expected values. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump and the pump was missing bolus deliveries.